Manufacturer narrative:
One non-sterile dcs coil was received inside of a plastic bag. Delivery tube and support coil were multiple kinked. Coil was received attached to the gripper with some dried blood traces. The coil was elongated from proximal end. Involved microcatheter was not received. No functional test could be done due to received condition. Coil was received elongated from proximal end. Od of delivery tube was measured, and it was found within specification. Mfg records for lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged coils and units before leaving the facility. Because the subsequent coil was inserted into the microcatheter, it is possible that the insertion difficulty encountered was due to coil disorientation within the microcatheter. The IFU further warns that the coil should never be advanced against resistance without determining the cause. It is not known if the resistance encountered with insertion of the coil into the microcatheter caused the elongation of the coil found with product analysis. Because the elongated condition of the coil was not reported by the user, it is likely that it was caused by post procedure handling and the cause resistance friction cannot be determined. The cause of the elongated coil and the insertion/withdrawal difficulty experienced by the customer could not be conclusively determined, but may have occurred after the procedure.

Event description:
During an embolization procedure of a renal artery, friction was noted between the dcs complex and an unk microcatheter. It is not known where in the microcatheter the resistance was encountered. The coil was removed with the microcatheter remaining in position and another coil was inserted to complete the procedure successfully. It is not known if other coils had successfully gone through the microcatheter prior to this coil. A continuous flush was maintained through the system. There were no kinks noted on the microcatheter and no resistance was encountered between the microcatheter and guidewire. There is no info available regarding vessel characteristics. There was no pt injury. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The returned coil was elongated. The account cannot verify whether the stretching of the coil was noted upon removal from the microcatheter or was due to the post procedure handling of the product.